Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle to cuff miss occurred. When the needle plunger was retracted, a needle was not captured by a cuff. The device was removed and a second proglide was used with the same results. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. Device #1 proglide (part 12673-03, lot 85013-6h), indicated was filed under MFR# 2953144-2010-00374.